Event description:
It was reported that during testing, the micro sagittal saw it kept breaking saw blades. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection the link with fins was cracked at the blade interface.